Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic with an alert for out of range hvli. Out of range low, hv lead impedance was noted. Pocket manipulation was not able to reproduce out of the range impedance measurements. Further actions will be discussed with the physician.

Event description:
New information received indicates that the lead was capped and replaced. No further information is available.